Event description:
It was reported that during the implant of the ventricular lead, its helix extended unintentionally, and was "trapped" in the blood vessel. The lead was not used, and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies were found; the full lead was returned for analysis.